Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had frayed and exposed wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was difficult to determine the color of the observed frayed and exposed wire, but the staff believed it to be black. The wire was confirmed to be fully broken and frayed, however, the reporter denied the observation of stripped or damaged cable insulation/wire exposure due to damaged insulation. The reporter additionally denied any signs of thermal damage or the observation of arcing during the procedure in which the instrument was last used.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product was not returned for evaluation.